Event description:
It was reported that the device was explanted after an implant duration of zero days, due to regurgitation. The following reason was also provided as the reason for explant: "poor result changed to different ring". No further details were provided. Information learned from implant patient registry and through followup with the surgeon.

Manufacturer narrative:
Device not returned.